Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, 10 years after intraocular lens implantation surgery, the patient was increasingly seeing a veil of gray in one eye. The ophthalmologist said that it was not a secondary cataract, but the lens itself that had become cloudy. Additional information was received stating that, the ophthalmologist informed the patient that the issue in the left eye (os) was not a posterior capsule opacification but rather an opacification of the lens. A replacement of the lens is currently not planned as the patient was still having good visual acuity.

Event description:
Additional information was received stating that the patient underwent a comprehensive outpatient examination. The examinations revealed that the issue was a capsular block syndrome in the left eye. An immediate yag laser capsulotomy was performed without complications, and clear vision was restored within minutes. The patient was provided with anti-inflammatory drug three times daily and a carbonic anhydrase inhibitor once.

Manufacturer narrative:
Additional information was provided in b.5. And h.11. Additional information has been received and indicated that ¿the patient underwent a comprehensive outpatient examination. The examinations revealed that the issue was a capsular block syndrome (posterior capsular opacification (pco)) in the left eye. An immediate yag laser capsulotomy was performed without complications, and clear vision was restored within minutes.¿. Pco is a common complication after cataract surgery and is expected. Yag capsulotomy is the treatment of pco. Based on this information this event no longer meets reporting criteria per applicable regulation, because it did not directly or indirectly lead, nor was it likely to lead to death or serious deterioration of health, or a serious public health threat. The manufacturer internal reference number is: (B)(4).